Event description:
It was reported the patient experienced intermittent, positional and overstimulation. Additionally, the patient experienced auto-reducing. The sjm representative met with the patient and diagnostics indicated invalid impedance readings. Reprogramming was unable to provide effective stimulation coverage. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015. The patient's scs extension and leads (from a different manufacturer) were explanted and replaced. It was noted that the leads appeared to be fractured. The patient was doing well postoperative.